Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the rubber stopper was discovered to be missing. The following information was provided by the initial reporter, translated from french to english: following our telephone conversation I come back to you and transmit you the photos of the incriminated edta tubes, it misses the rubber in the stopper the n° of batch is on the photo, the 3 failing tubes were part of the same batch.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing stoppers with the incident lot was observed. Bd determined that the most likely root cause for this defect is a timing issue on the stopper / cap assembly equipment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the rubber stopper was discovered to be missing. The following information was provided by the initial reporter, translated from (B)(6) to english: following our telephone conversation I come back to you and transmit you the photos of the incriminated edta tubes, it misses the rubber in the stopper the n° of batch is on the photo, the 3 failing tubes were part of the same batch.